Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 535 mg/dl at the time of the incident and was treated with manual injections. The customer stated that since they got the insulin pump the customer had high blood glucose. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as the manual injections brought the glucose level down. The drive support cap appeared to be normal or slightly indented. The displacement test showed no reservoir. The customer stated that it stopped in the middle of the displacement test and they had to press it again to get it to start over. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. No cosmetic damage noted. (B)(4).